Event description:
It was reported that the patient underwent an explant. The pump will not be returned and no additional information can be provided

Manufacturer narrative:
Weight: patient weight could not be provided. Manufacturer's investigation conclusion: there were no reported issues with the heartmate ii left ventricle assist system (lvas) at the time of the explant. It was reported that (B)(4) will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. No device related issues were reported by the account; however, the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.